Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. However, the unit passed the basic occlusion test, displacement test, and excessive no delivery test. No motor error alarms were noted during testing. The motor tested okay. The unit was received with cracked battery tube threads and a scratched display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 387 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind. The patient stated that the rewind was slow. Additionally, the device alarmed no delivery. Troubleshooting did not occur for this issue. The insulin pump was returned for analysis.